Manufacturer narrative:
Concomitant medical product: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reports patient is seeing the por message on the recharger. Caller reports patient do not recall what she was during at the time when the por occurred. Caller reports when he attempted to interrogate the device with his tablet, patient's ins battery is too low to interrogate. Recharging attempted, caller reports the recharger buttons are not working. These buttons do not work: start, audio, stop, on the side, the on buttons does not work. The issue was not resolved through troubleshooting. An email was sent to the repair department. Caller reports all this started 1 week before christmas. Overnight delivery requested. On (B)(6) 2022, rep reported that he met with patient on (B)(6) and did 2 physician recharge mode (prm) and couldn't get device to respond, hcp decided to replace the implant in (B)(6). Rep said patient couldn't recharge in mid (B)(6). Patient has not had therapy for over a month. Patient weighs (B)(6) lbs.